Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The multi-function cable and the multi-function cable connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.